Event description:
It was reported by service report that the brakes were not holding. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: visual and functional tests were performed, and the brakes were found to specification. However, the service technician was unable to provide the pull test results. Therefore, it could not be confirmed.